Event description:
It was reported that the silicone catheter trays were not deflating in patients. They had to waste 3 catheters on a patient due to the balloon not deflating plus an additional 2 that they opened & manually tried to deflate (pulling back on the syringe) with failures each time. They had a total of 12 more here in materials with the same lot number as the defects.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. Visual evaluation of the returned photo sample noted one opened (with original packaging), lubri-sil foley tray packaging. Visual inspection of the photo sample noted that this investigation is considered inconclusive since sample condition was poor. A potential root cause for this failure mode could be ¿poorly formed inflation notch". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿surestep foley tray system bardex® lubri-sil® foley tray *warning: do not use if you are allergic to iodine. For urological use only warning: do not use petroleum jelly-based ointments or lubricants on the catheter. They damage the silicone and can lead to the balloon burst. ¿ the patient has acute urinary retention or bladder outlet obstruction. ¿ need for accurate measurements of urine output in critically ill patients. ¿ use for select surgical procedures ¿ to support the healing of open sacral or perineal wounds ¿ the patient requires longer immobilization. ¿ to improve comfort during end-of-life care this pre-connected foley tray with closed system contains: ¿ lubri-sil all-silicone foley catheter ¿ statlock foley stabilization device ¿ control-fit¿ outlet device ¿ anti-reflux chamber ¿ drainage tube ¿ collection bag (2000 ml) ¿ 3 foam swabs ¿ povidone lodine pack+ ¿ peri-care set ¿ soap towels ¿ hand sanitizer intended for use in drainage and/or collection and/or measurement of urine. Generally drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, the drainage sometimes achieved through suprapubic or other placement of the catheter, such as a nephrostomy.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone catheter trays were not deflating in patients. They had to waste 3 catheters on a patient due to the balloon not deflating plus an additional 2 that they opened & manually tried to deflate (pulling back on the syringe) with failures each time. They had a total of 12 more here in materials with the same lot number as the defects.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.